Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post-procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies neurological deficits as a potential complication associated with use of the device.

Event description:
It was reported that a fred 27 stent was implanted in a vertebral artery (va) successfully. On (B)(6) 2021 the patient had a slight paralysis of the left upper limb. Cilostazol was added to the dapt regimen (aspirin and clopidogrel) and tapt was administered. On (B)(6) 2021 the patient's symptoms worsened and the patient has been discharged and their condition is improving. It was suspected that lacunar infarction in a branch running from the va to the brainstem might have caused the issue.